Manufacturer narrative:
H10: for the reported 4 malfunctions, the lot numbers were provided and lot history reviews were performed. For three of the four malfunctions, the sample was not returned for evaluation, therefore the investigation is inconclusive as not objective evidence was provided. One device was returned and the investigation confirmed for the alleged leak. The definitive root cause could not be determined. The devices are labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 0700515 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. All involved a patient with no reported patient injury. Patient information was not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 0700515 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. All involved a patient with no reported patient injury. Patient information was not provided.

Manufacturer narrative:
H10: the lot number for all four of the reported malfunctions was provided and lot history reviews were performed. One of the malfunctions added trending code 1504 - material puncture/hole. For two of the four malfunctions, the sample was not returned for evaluation, therefore the investigation is inconclusive for fluid leak as not objective evidence was provided. For one malfunction, no sample was returned so the investigation is inconclusive for fluid leak and material puncture. One device was returned and the investigation confirmed for the alleged leak. The definitive root cause could not be determined. The devices are labeled for single use. H10: g4 h11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported 4 malfunctions, the lot numbers were provided and lot history reviews were performed. For three of the four malfunctions, the sample was not returned for evaluation, therefore the investigation is inconclusive as not objective evidence was provided. The definitive root cause could not be established. For the remaining malfunction, the device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 0700515 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. All involved a patient with no reported patient injury. Patient information was not provided.